Manufacturer narrative:
The issue was first identified 24 hours post op, it wasn't anticipated but reported that in retrospect analysis of heroic amounts of antibiotic used would make aki unsurprising. To resolve the issue a femoral dialysis catheter was placed, patient dialyzed down to non-toxic tobramycin level. There is no suggestion that stimulan rapid cure caused or contributed to the patients renel failure - the surgeon was trying to prolong life. The treating physician has no concerns regarding the device. Vancomycin and tobramycin are clinically both known to be nephrotoxic and due to the large qunatities used may have contributed to the patients condition

Event description:
Report being submitted to match customer's report. On (B)(6) 2018 it was reported by the hospital pharmacist that a patient presented with renal failure 24 hours, post surgery. Surgery - pji, explantation septic left knee, surgery date (B)(6) 2018. The following antimicrobials were given post and pre surgery: two gm cefazolin IV. Bacitracin irrigation, 7.2gm vancomycin & 9gm tobramycin mixed in 5x40gm pmma; 0.5gm vancomycin & 0.6gm tobramycin mixed with 10cc, stimulan rapid cure to make beads; 0.5gm vancomycin & 0.6gm tobramycin poured into wound bed.